Manufacturer narrative:
An event regarding crack/fracture involving an unknown ceramic head was reported. The event was confirmed. Device evaluation and results: visual inspection was performed as part of the material analysis report (mar). The inspection noted: a visual inspection was performed by a material analysis engineer which noted the following; edge chipping was observed on the fracture surfaces, obscuring the fracture origin. Evidence of a continuous metal transfer ring was observed at the proximal end of the head taper, indicating proper seating between the head taper and stem trunnion. A material analysis was performed on the return device which concluded [...] The damages observed on the devices were consistent with head fracturing and components contacting against each other. Edge chipping obscured the ceramic head fracture origin. Eds analysis showed the stem was consistent with astm f1813 alloy and the debris was consistent with the stem, biological material and the mobility insert. No material or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: a review of the provided x-rays and medical records by a clinical consultant noted the following; procedure-related factors: none. Patient-related factors: acute traumatic overload condition on femur with prosthesis and ceramic head. Device-related factors: none as also supported by mar findings. Diagnosis: a high impact motor vehicle trauma causing patient¿s femoral fracture below the prosthesis also contributed to the overload condition that had the ceramic femoral head on the implanted accolade-tmzf stem fracture requiring revision. The time between trauma and medical attention caused a lot of secondary damage to the trunnion requiring stem revision as well. Conclusions: a medical review concluded: a high impact motor vehicle trauma causing patient¿s femoral fracture below the prosthesis also contributed to the overload condition that had the ceramic femoral head on the implanted accolade-tmzf stem fracture requiring revision. The time between trauma and medical attention caused a lot of secondary damage to the trunnion requiring stem revision as well. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
It was reported that a surgeon performed a revision on patient's right hip. When the patient was x-rayed prior to procedure, surgeon reported that the trunnion was damaged and that the distance between stem and cup was too great. During the procedure, the head was found to have shattered. The rep reported that there was no surgical delay and the procedure was completed successfully.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a surgeon performed a revision on patient's right hip. When the patient was x-rayed prior to procedure, surgeon reported that the trunnion was damaged and that the distance between stem and cup was too great. During the procedure, the head was found to have shattered. The rep reported that there was no surgical delay and the procedure was completed successfully.